Manufacturer narrative:
Section d11: only percutaneous lead returned manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported low speed events and alarms. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on 15jan2021 and approximately 19¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number vad-19138, until 03mar2021 when the patient ultimately received a heart transplant. The device was not returned for evaluation (reference manufacturer report number 2916596-2021-01902). Incidental findings: damage to the outer silicone jacket was observed on the external portion of the patient¿s driveline. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for vad-19138 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21dec2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested. Technical services responded stating that the log file contained abnormal speed drops below the low setting as well as driveline faults. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. Additional log files were sent in for review on (B)(6) 2021. The log file appeared to contain alarms associated with a newly programmed controller. Once the pump reached its set speed, pi events and power cable disconnects were recorded. The prior driveline faults also appear to have resolved at that time. Technical services communicated that the patient should only be connected to batteries or ungrounded cable. No other abnormal alarms or events were recorded. It was reported that an additional log file review was requested on (B)(6) 2021. During the analysis of the log file technical services observed power cable disconnects back on (B)(6) 2021. These look to have been caused by the battery clips not having good contact with the batteries. It is usually recommended to clean the battery clips and battery contacts. If this does not resolve the issue it is recommended to change out the battery clips. A percutaneous lead repair was performed on (B)(6) 2021. The removed section of percutaneous lead was returned for evaluation. The submitted event log contained data prior and post driveline repair on (B)(6) 2021. There were no unusual alarms or events seen within the log file post driveline repair. The vad was functioning as intended.